Manufacturer narrative:
(B)(4). Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Unit had stripped battery cap coin slot (p).

Event description:
Customer reported via phone call that he insulin pump had motor error alarm. Customer's blood glucose value was unknown. The drive support cap was normal. Customer was able to complete pump rewind. Insulin pump will be returned for analysis.